Event description:
Customer reporting on behalf of relative. The individual tested positive for covid-19 with an unspecified sars-cov-2 rt-pcr test; test date and brand unknown. The following day, the individual received a false negative result using cue covid-19 test for home and over the counter (otc) use. The customer confirmed the cartridges were stored according to the instructions for use and there were known covid-19 exposure. The customer did not respond to attempts to collect additional information for her relative¿s false negative event. No further information available on cartridge lot number, cue reader serial number, or testing dates. See related cases for other reported false negatives by the customer.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.